Manufacturer narrative:
The reported event was pocket erosion. The device was returned for analysis. Interrogation results were normal, visual screen was acceptable, and preliminary test results were acceptable.

Event description:
It was reported that the patient presented in the clinic due to pocket erosion. The pacemaker was eroding through skin. The physician explanted the entire system to resolve the issue. The patient was in stable condition throughout the procedure.